Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C38209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Concurrent conditions included hot flashes, irregular periods, hypothyroidism, bronchitis, uterine bleeding, ovarian cyst and endometriosis. Concomitant products included itavastatin calcium (livalo), montelukast (singulair) and trazodone. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry vision ¿ decreased vision"), visual impairment ("vision/eye problems type: blurry vision ¿ decreased vision"), fatigue ("fatigue"), weight decreased ("weight gain/loss specify: weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced rash ("rash"), pruritus ("itching"), hormone level abnormal ("hormonal changes") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, pruritus, vaginal haemorrhage and abdominal pain upper had resolved and the genital haemorrhage, hormone level abnormal, menorrhagia, allergy to metals, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vision blurred, visual impairment, fatigue, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal haemorrhage, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: she underwent a diagnostic laparoscopy, bilateral salpingectomy with extraction of essure device and hysteroscopy with removal of right essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, visual impairment, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Concurrent conditions included hot flashes, irregular periods, hypothyroidism, bronchitis, uterine bleeding, ovarian cyst and endometriosis. Concomitant products included itavastatin calcium (livalo), montelukast (singulair) and trazodone. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry vision ¿ decreased vision"), visual impairment ("vision/eye problems type: blurry vision ¿ decreased vision"), fatigue ("fatigue"), weight decreased ("weight gain/loss specify: weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced rash ("rash"), pruritus ("itching"), hormone level abnormal ("hormonal changes") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, pruritus, vaginal haemorrhage and abdominal pain upper had resolved and the genital haemorrhage, hormone level abnormal, menorrhagia, allergy to metals, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vision blurred, visual impairment, fatigue, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal haemorrhage, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: she underwent a diagnostic laparoscopy, bilateral salpingectomy with extraction of essure device and hysteroscopy with removal of right essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on 30-jun-2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, visual impairment, dysmenorrhea. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs and mr received. Events per pfs: hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, migraines / headaches, nausea, nickel allergy, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: blurry vision ¿ decreased vision, fatigue, weight loss, hair loss were added, patient's medical history was updated, concomitant medications were updated. Lot number received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), pruritus ("itching") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysteroscopy with removal of right essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, pruritus and vaginal haemorrhage had resolved. The reporter considered pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: she underwent a diagnostic laparoscopy, bilateral salpingectomy with extraction of essure device and hysteroscopy with removal of right essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: showed full occlusion. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.